Manufacturer narrative:
Conclusion: device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt had her vns therapy pulse generator replaced due to battery end of service. Generator was subsequently returned to MFR for product analysis. Analysis confirmed the reported end of service condition, additionally, the generator did not meet a MFR post burn-in electrical test specification. The cause for the anomaly was found to be associated with q9 transistor. Once q9 was replaced, the module met all electrical test specifications. It was additionally revealed during analysis that q9 being out of specification did not have a significant impact on the battery longevity, and a battery life calculation performed using parameters from MFR database resulted in a negative value signaling that the generator was at end of service.